Manufacturer narrative:
(B)(4). A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump that experienced an 810:04 failure code. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation in the pump's event history. This condition was caused by an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated to correct the reported condition. Additional information: this issue has been escalated to CAPA.